Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a suspected blockage of the inspiration/expiration outlet, possible over or under delivery. There was no report of patient involvement.

Manufacturer narrative:
The gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensor was recommended to be replaced.